Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns (B)(6) handheld computer was not holding a charge due to the a/c adapter having a loose connection. The computer has been requested for return, but has not been received to date.